Manufacturer narrative:
Findings: the insulin pump passed the displacement test. The unit received pump error alarm indicating rtc/internal clock comparison error during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime/compromised force sensor test and occlusion test due to the pump error alarm. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, broken belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was 6.4 mmol/l. The customer reported that the pump case was damaged at drive support cap. The customer was advised that the pump will be returned for analysis. The insulin pump will be returned for analysis.

Manufacturer narrative:
The initial report had the wrong aware date. The correct aware date is (B)(6) 2016.

Manufacturer narrative:
Insulin pump passed the displacement test. Device received rtc or internal clock comparison error alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform prime test and occlusion test due to rtc or internal clock comparison error alarm. Insulin pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, broken belt clip slot, cracked battery tube threads, stained end cap sticker, stained address or serial number label and cracked reservoir tube lip.